Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the ipg and the external devices. The patient stated she has not felt stimulation a month ago. Surgical intervention is being considered to resolve the issue.

Event description:
Follow up on update received stating the patient had ipg explanted and replaced with another ipg implanted in the same pocket.